Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Reviewed the alarm history, and found multiple no delivery alarms as well as low battery and off no power alarms. Explained all alarms and possible causes to the caller. The caller stated that the customer only uses the insulin pump for the basal rates. The caller also reported that the customer does not check his blood glucose levels regularly. The caller did not need further assistance.